Manufacturer narrative:
The technician replaced the four worn brake casters to repair the stretcher.

Event description:
Info received indicates when the brake is engaged, the casters will still swivel.